Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, spontaneous release of the lp occurred while going into short tether mode on the delivery catheter. Upon further investigation, the tethers on the catheters were misaligned. The lp was successfully implanted on (B)(6) 2025. The patient was stable.